Manufacturer narrative:
The balloon of a 6f/7f mynxgrip vascular closure device (vcd) lost pressure when the physician went to deploy it. Therefore, the device was pulled out and manual pressure was held, and hemostasis was achieved. There was no reported patient injury. The device was opened in sterile filed. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel level of tortuosity was none. The stick location was just above the bifurcation. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure during patient use. There was prior pta stent in the common femoral artery. The balloon lost pressure upon inflation at the 2nd stop. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2015502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as prior pta stent in the common femoral artery, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
A 6f/7f mynxgrip vascular closure device (vcd) lost pressure when the physician went to deploy it. Therefore, the device was pulled out and manual pressure was held, and hemostasis was achieved. There was no reported patient injury. The device was opened in sterile filed. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was just above bifurcation. The mynx vcd was prepped according to instructions for use (IFU). The balloon lose pressure during patient use. There was prior pta stent in the common femoral. The balloon lost pressure upon inflation at 2nd stop. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression in 20-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will not be returned for evaluation.